Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ the following have been reported incorrectly or missing from manufacturer device report: 1220648-2024-11009: b2: updated. B3: date of event. B5: updated with additional information. D6b: inadvertently reported incorrect date. F6/f8: should have been left blank. G1: reporting contact fax number missing. G2: report source; study missing. H6: updated to reflect additional failure modes. H6: component code revised from the initial submission in accordance with updated procedures. H10: instructions for use added to reflect additional failure modes.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured ventricular tachycardia with a "probable" relationship to the impella device used: ¿on (B)(6) 2024, during the pci procedure the patient had recurrent episodes of ventricular tachycardia requiring defibrillation. The patient had multiple episodes throughout the procedure with approximately 20 defibrillation episodes.¿ the patient recovered with sequelae. The complaints team received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured cerebrovascular accident with a "probable" relationship to the impella device used: ¿at 0805 on (B)(6) 2024, the nurse caring for patient documented that the patient had a fixed deviated gaze to the left with nystagmus being present. Patient was unable to look to the right at all. He was able commands in left upper and lower extremities. No movement noted and does not withdraw to pain in right upper or lower extremities. Md was notified and at bedside. Code stroke called. The neurologist later noted that patient developed new right hemiplegia with left pca stroke which is at least 48 hrs old and left mca stroke on (B)(6)¿. The patient recovered with sequelae. The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured impella site infection with a "possible" relationship to the impella device used: ¿subject was admitted on (B)(6) 2024 for sever sepsis. A debridement, wound exploration, right chest impella site, incision and drainage, abscess was preformed¿. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a 43-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on impella cp support and had hemolysis with increasing inotropic support and low cardiac power output. The physician removed the impella cp and escalated to an impella 5.5.

Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.